Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: the device was returned for evaluation and the customer complaint of disconnect between cannula and connector was confirmed. As received, the connector of the returned cannula was easily disconnected from the cannula body. The connector appeared to have adhesive marks. No other visual damage, contamination, or other abnormalities were found on product. Review of the device history record (DHR) showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Subsequent investigation and engineering evaluation confirmed a manufacturing defect. Investigation of the root cause is currently under way.

Event description:
As part of fca-152 plan for quickdraw, the 2018-19 complaints were reviewed. It was found that four (4) events, were not filed as mdrs. In three instances connector separations were detected prior to use. In the fourth, the cannula separation occurred during a cannula exchange involving an ECMO patient. There were no device-related injuries. These four events will now be filed as mdrs. Edward received information that this qd22 was removed from the box to test the connector before use and it was noted that the device disconnected with ease. There was no patient contact. The device was returned for evaluation.